Manufacturer narrative:
(B)(4). Date follow up sent to FDA: 03/25/2015.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one sealed device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection and functional evaluation of the sample had acceptable results. The returned sample as received was found to meet quality release specifications after application in the clinical setting and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Customer reports that patient required repeat surgery due to product failure and wounds dehiscing. Customer is no longer comfortable using this product for closure of wounds as it is not meeting the standard of care. No information on patient available. As per sales rep, it is unknown if device will be returned for evaluation, due to holidays, it is difficult to attain information; will update with more info asap.

Manufacturer narrative:
(B)(4).